Event description:
It was reported that deflation failure occurred. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. Upon completion of the inflation, the physician attempted to deflate the balloon, however, the balloon did not deflate as expected. Despite the deflation issue, the physician carefully withdrew the device from the patient without further complication, and the procedure was completed using an alternative method. No patient complications were reported as a result of this event.